Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer states that a catheter was placed on an unk date with 25cc of saline solution and after just a few days the balloon burst and the catheter fell out. It was noticed by the care giver while doing personal care that there was a piece of the balloon that was left behind that they washed away.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.